Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that there were no changes in the areas of activity level or change to device programming. The patient thought her problem was a large rectocele. The stimulation intensity was increased to try to resolve the stool leakage after bowel movements, but the stool leakage after bowel movements had not been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy, noting they had leaking stool after having a bowel movement on (B)(6) 2015. The therapy was determined to be on and the patient could feel stimulation. The patient saw the health care provider who was able to change to program 3 but it did not help so the patient went back to program 2. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
Additional information received indicates that "other" should not have been checked. (B)(4). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The report was updated to reflect malfunction.

Event description:
Additional information received from the patient's healthcare provider reported that the patient had a history of colonic polyps, di verticulosis, and rectocele. The rectocele was not related to the device or therapy and was present before implant. The rectocele might be contributing to bowel dysfunction, but most likely it was worse due to straining and constipation and bowel habits would be addressed first. The patient was first seen by this healthcare provider on (B)(6) 2015. The patient believed rectocele repair would help with fecal incontinence, per a phone call with the healthcare provider on (B)(6) 2015. No actions or interventions were performed for the rectocele. The patient was scheduled to be seen in the clinic with a colorectal surgeon and a gynecologist/urologist on (B)(6) 2016.